Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: patient implanted with construct on (B)(6) 2011. Post operative x-ray on an unknown date showed the matrix top loading polyaxial head came off. Medical/surgical intervention wa needed on (B)(6) 2011 and hardware was removed.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is beginning the evaluation process.